Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a log in issue. A technical support specialist checked the station's data sync debug and configured speed duplex 100 mbps, half duplex. The customer informed us that the issue was automatically resolved after a certain period of time. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a log in issue. The customer stated that multiple users are not able to login to ER, ob & surgery stations. The stations are giving out "unable to authenticate" error message. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had software issue "high speed ms". The technical support specialist configured speed duplex 100 mbps, half duplex. The customer informed that the issue automatically resolved after a certain time and no additional information was available. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a log in issue. The customer stated that multiple users are not able to login to ER, ob & surgery stations. The stations are giving out "unable to authenticate" error message. There were no adverse events or injuries reported based on this event.